Manufacturer narrative:
(B)(4). Batch # p94600. Device analysis: there was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the pictures, one of the photos show the distal end of one device, the jaws appear to be closed and with a clip between, what appears to be the shaft on another device can also be observed; the second photograph shows two devices and what appears to be two clips, the trigger of one device shows open and the position of the jaws cannot be observed in this angle. No conclusion could be reached as to the reported incident as the device was not returned for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was this device reused or reprocessed (used on more than one patient)? Were there any patient consequences?

Event description:
After clipping, the jaws was not opened, even while trigger was opened. Patient consequence? Unknown.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was this device used on one patient, cleaned and then re-used on a different patient? Or, was this device used on one patient, reprocessed and then used on a different patient? After it was used on one patient, it was reprocessed and then used on a different patient after cleaning . This device is packaged and sterilized for single use only. As per the instructions for use under the warnings and precautions: do not reuse, reprocess or resterilize. Reuse, reprocessing, or resterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was this device reused or reprocessed (used on more than one patient)? Yes, it was re-used on more than one patient. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was this device used on one patient, cleaned and then re-used on a different patient? Or, was this device used on one patient, reprocessed and then used on a different patient?